Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - use in the pre-close procedure. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation found that the only component returned for this incident is the piece of the broken foot with the posterior cuff still loaded. Based on the condition of the returned parts, the foot was broken and a posterior cuff miss occurred. Since the needle trajectory of every device is checked twice during manufacturing, the most probable root cause for the posterior foot break and posterior cuff miss is related to operational context in the use of the device. Anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. And also, failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. It was reported that the device was deployed in the right common femoral artery and encountered difficulty inserting the sheath due to heavy scarring of the groin. The instructions for use (IFU) for the perclose proglide device, under precautions, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined (see smc device placement section). Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the finished product lot history record was not performed because the lot number was not provided.

Event description:
It was reported that a physician trained in the use of the proglide device attempted a preclose procedure for a abdominal aortic aneurysm repair. Reportedly, the right common femoral artery was punctured and a 6f sheath was inserted with difficulty due to scarring. When the plunger was depressed, the needles did not engage and there was a cuff miss. A cut-down was preformed to remove the device and close the artery. The following day, the patient had diminished pulses in his right lower limb. A second cut-down was performed and it was found that the posterior part of the foot plate of one of the proglide devices had broken off inside the patient's artery, causing it to occlude. Once the foreign body was retrieved the patient had no further problem. Though requested, no additional information was provided.